Event description:
A user facility reported that during intraocular lens (iol) implant surgery, the iol became stuck in the injector. The iol suddenly shot out of the injector at a high rate of speed and hit the iris which resulted in a hole in the iris. The iol was successfully implanted in the bag. The pt had decreased visual acuity on his first postoperative day which was thought to be related to corneal edema. The user facility reported the use of an unapproved lens/viscoelastic combination. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. Three monarch cartridges were returned; it is unk which if the cartridges were used with this event. A supplemental MDR will be filed as necessary if additional info becomes available. It was reported by the user facility that an unapproved lens/viscoelastic combination was used in the event. There have been no other complaints reported in the lot number. Additional info has been requested.